Manufacturer narrative:
Amo had requested the return of the handpiece for evaluation. No further information is currently available.

Event description:
The doctor reported that during a phacoemulsification procedure, the handpiece overheated and he experienced a corneal burn in the pt's operative eye. The pt required sutures to close the incision. The doctor exchanged the handpiece during the procedure and completed the case without any further issues.